Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection to the infusion set may have been loose. Reportedly, the luer lock connection to the infusion set was tight at the time of the report. The customer's blood glucose level was 173 mg/dl and it was addressed with a bolus.